Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited farfield oversensing in stored atrial tachy response (atr) episodes which lead to an inappropriate mode switch. Technical services (ts) evaluated the reports and confirmed this, while also noting an increase in the right ventricular threshold, and that the presenting electrogram was not recorded or uploaded, possibly due to the atr episode beginning close to the timeframe in which the transmission was sent or because of another unknown device issue. Ts recommended consulting cardiology and contacting the local field representative for further review. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Correction for event date, device coding, initial reporter information and complaint summary were updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited farfield oversensing in stored atrial tachy response (atr) episodes which lead to an inappropriate mode switch. Technical services (ts) evaluated the reports and confirmed this, while also noting an increase in the right ventricular threshold and that the presenting electrogram was not recorded or uploaded, possibly due to the atr episode beginning close to the timeframe in which the transmission was sent or because of another unknown device issue. Ts recommended consulting cardiology and contacting the local field representative for further review. The patient will also be following up with the clinic. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Device codes, removed data issue ar-d per cis guidance.

Event description:
It was reported that this pacemaker exhibited farfield oversensing in stored atrial tachy response (atr) episodes which lead to an inappropriate mode switch. Technical services (ts) evaluated the reports and confirmed this, while also noting an increase in the right ventricular threshold and that the presenting electrogram was not recorded or uploaded, possibly due to the atr episode beginning close to the timeframe in which the transmission was sent or because of another unknown device issue. Ts recommended consulting cardiology and contacting the local field representative for further review. The patient will also be following up with the clinic. No adverse patient effects were reported. This pacemaker remains in service.